Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc) and 3mm on the left-coronary cusp (lcc). On the first angiogram, mild central leak was observed; post-implant balloon valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon to resolve the event. No incomplete stent opening/valve constrained and were observed. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.